Event description:
It was reported by the customer's mother that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer was changing the infusion set and priming the tubing when the alarm occurred. Insulin was squirting out and it would not stop. Customer was unable to exit the preparing to prime loop. Customer stated that they are stuck in rewind complete/bolus delivery loop. Customer was advised to discontinue use of the pump. Customer gave 7 units via syringe. Drive support cap was sticking out. It was sticking out for about two weeks. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. Pump will be returned for analysis. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. The insulin pump received with cracked case at display window corners, cracked battery tube threads, minor scratches on display window, stained end cap sticker and stripped battery cap coin slot.